Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an ablation for atrial tachycardia (at). After the ablation, it was noted that the left ventricular (lv) lead exhibited increasing to high thresholds and a pacing failure was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.